Event description:
During inspection of the new equipment, the biomed technician noticed that the device would take a longer time than normal to recognize the therapy cable. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy cable assembly and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced therapy cable and observed that all the low voltage pins of the therapy connector were internally shorted together, so that the cable was not recognized when installed on the device.